Event description:
It was reported that there were multiple communication error messages from the (3) pcu devices, (8) syringe pump modules, and (2) large volume pumps, and the clinician was unable to resume or reprogram the devices. There was no patient impact or harm. Upon preliminary investigation, (11) of (13) passed all function testing during preventative maintenance, except a pcu (sn(B)(6)) that had a communication error, and a syringe pump module (sn(B)(6)) that had a failed iui. Drips infusing to the patient included: amiodarone (1.5mg/ml concentration in a 100ml bag, dose 8mcg/kg/min=rate of 1.93ml/hr), dexmedetomidine (4mcg/ml concentration in a 50ml syringe, dose 0.5mcg/kg/hr=rate of 0.76ml/hr), furosemide (5mg/ml concentration in a 50ml syringe, dose 0.4 mg/kg/h=rate of 0.48 ml/hr), heparin (100units/ml concentration in a 50ml syringe, dose 33units/kg/hr=rate of 1.99 ml/hr), hydromorphone (0.04mg/ml concentration in a 50ml syringe, dose 9mcg/kg/hr=rate of 1.36ml/hr), intralipid 20% at rate of 1.6ml/hr, milrinone (0.5mg/ml concentration in a 50ml syringe, dose 0.5mcg/kg/min=rate of 0.36 ml/hr), morphine (0.2mg/ml concentration in a 50 ml syringe, dose 45mcg/kg/hr=rate of 1.36ml/hr), and tpn at 8.5 ml/hr.

Manufacturer narrative:
The report of communication errors was confirmed on one of the three returned systems. The remaining two systems are the result of channel disconnections. The channel disconnections and communications errors are attributed to damaged iuis. Also confirmed was a damaged male iui on syringe module s/n 14231696 from system 2. The male iui had crushed separation ribs which prevented the complete mating female iui and resulted in a disconnection when tested. The review of the pcus log files found the following. System 1 pcu s/n (B)(6) ¿ the logs identified two channel disconnections. The disconnections were the result of a sudden power loss. On the second channel disconnection, pump module s/n (B)(6) malfunctions with error code 358.2000.0 (comm failure). This error occurs seconds after the initial channel disconnection and can be attributed to the damaged iuis. System 2 pcu s/n (B)(6) ¿ the logs did not record any channel disconnections on the reported incident date. System 3 pcu s/n (B)(6) ¿ the logs identified a channel disconnection was confirmed the disconnection was the result of communication loss testing performed on the three returned system replicated channel disconnections and channel disconnection communications errors. The failures were the result of damaged iuis. A pm performed on syringe module s/n (B)(6) found the device failing the iui task. Inspection of the male iui found crushed separation ribs. The systems were tested with known good iuis during testing there were no failures observed. If any surface contaminants (e.g., blue or green deposits), cracks, or other signs of damage are visible, this means the connector requires replacement. The root cause of the reported complaint of communications error was the result of damaged iui. Device history review: review of the source pcu s/n (B)(6) service history record showed the device had a manufacture date of 10feb2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 05oct2020 and indicated that this device has been previously returned for service on 08feb2017 for an issue not related to the reported complaint.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, further information was not provided.

Event description:
It was reported that there were multiple communication error messages from the (3) pcu devices, (8) syringe pump modules, and (2) large volume pumps, and the clinician was unable to resume or reprogram the devices. There was no patient impact or harm. Upon preliminary investigation, (11) of (13) passed all function testing during preventative maintenance, except a pcu sn (B)(4) that had a communication error, and a syringe pump module sn (B)(4) that had a failed iui. Drips infusing to the patient included: amiodarone (1.5mg/ml concentration in a 100ml bag, dose 8mcg/kg/min=rate of 1.93ml/hr), dexmedetomidine (4mcg/ml concentration in a 50ml syringe, dose 0.5mcg/kg/hr=rate of 0.76ml/hr), furosemide (5mg/ml concentration in a 50ml syringe, dose 0.4 mg/kg/h=rate of 0.48 ml/hr), heparin (100units/ml concentration in a 50ml syringe, dose 33units/kg/hr=rate of 1.99 ml/hr), hydromorphone (0.04mg/ml concentration in a 50ml syringe, dose 9mcg/kg/hr=rate of 1.36ml/hr), intralipid 20% at rate of 1.6ml/hr, milrinone (0.5mg/ml concentration in a 50ml syringe, dose 0.5mcg/kg/min=rate of 0.36 ml/hr), morphine (0.2mg/ml concentration in a 50 ml syringe, dose 45mcg/kg/hr=rate of 1.36ml/hr), and tpn at 8.5 ml/hr.